Event description:
It was reported that during training, a piece of the sensor was pulled out. It was thought that it was a manufacturing issue. Customer's blood glucose was 88 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.